Event description:
It was reported that the device had broken plunger gripper. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue broken plunger gripper was confirmed. Received on 03-jan-2025 into bd san diego operation¿s lab. Syringe unit was received unboxed and with paperwork. External inspection reveals that the plunger gripper is broken off, thus confirming the stated failure. Broken off plunger gripper. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the broken plunger gripper. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken plunger gripper. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.